Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the post is fractured close to the threads. Part and lot numbers cannot be verified as they are not visible in the pictures. Dimensional evaluations cannot be performed on parts that are not returned. Additional information does not change the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
D4: (B)(4). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: all of the images demonstrate arthroplasty with absence of the glenoid component but presence of the regenerex peg remaining within the glenoid. There is appropriate spacing in the glenohumeral joint. Remainder of the hardware appears intact. No periprosthetic lucencies. Bones appear well mineralized. No dislocation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: unknown, item name: unknown humeral head, lot number: unknown. Item number: unknown, item name: unknown humeral stem, lot number: unknown. Item number: unknown, item name: unknown taper, lot number: unknown. Item number: 113954, item name:md hybrid glenoid base, lot number: 488970. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03208. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right shoulder revision surgery approximately one year post-implantation due to pain. During the revision, the glenoid post was found to be fractured. It was also noted the glenoid base was found to be loose. The glenoid post and base were removed and replaced. No additional information is available at this time.